Manufacturer narrative:
On 14-jun-2023, mentor received additional information about the event. It was reported that the patient developed capsular contracture in the left breast as well (baker grade unknown). This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-07561 for the report for the patient¿s left breast prosthesis. On 21-jun-2023, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information reported, the patient presented with capsular contracture. Additionally, it was reported that the incision site was open and that there was leakage. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation some bubbles were observed on the returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings: cosmetic defect manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-jun-2023, the mentor failure analysis lab received the device for evaluation. On 08-jun-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient presented with capsular contracture. Additionally, it was reported that the incision site was open. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, some bubbles were observed on the returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot #9845162). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings: cosmetic defect manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed baker grade iii-IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, it was reported that the right breast incision site is open and the patient had leakage. As a result, the patient underwent bilateral explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, impaired healing of incision site. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).